Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a mentor smooth round moderate profile 270cc saline prosthesis experienced capsular contracture of unspecified baker grade on the left breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 10/11/2019, mentor became aware that previously-submitted manufacturer report numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. The following information was received from the duplicate report: - patient identifier is d.s.a. - event date is (B)(6) 2017. - patient dob is (B)(6) 1985. - patient age at the time of event is 32 years old. - patient sex is female. - suspect medical device is a mentor smooth round moderate profile 250cc saline breast prosthesis. - the concomitant product is a mentor smooth round moderate profile 250cc saline breast prosthesis, catalog #3501635, serial # (B)(4). - the implantation date is (B)(6) 2017. Manufacturer¿s reference number: (B)(4).